Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical affairs specialist (mas) has reviewed the customer care advocate (cca) documentation. In 2009, the lay user/pt contacted lifescan (lfs) alleging a power issue (does not turn on) with his one touch ultramini. The reported power issue first occurred twenty five days prior. At an unspecified time four days prior to original date (3 weeks after the reported issue began), the pt reportedly developed symptoms of shaking and weakness. On the same day, the pt had taken her 50 units of humulin 70/30 insulin at 6:30am and she also administered self-treatment with food/drink at 10:30am. It was not specified if her symptoms started before or after taking her insulin. The pt denied testing on another device and did not report any other forms of treatment. The cca went through troubleshooting with the pt and noted that the meter would not power on by pressing the power button or by inserting a test strips. The pt reportedly replaced the battery per the owner's manual. Replacement products were sent to the pt. This complaint is being reported because the pt reportedly developed symptoms suggestive of hypoglycemia 3 weeks after the power issue began with her meter.